Manufacturer narrative:
Device inspection at service repair olympus thailand found the unit shut down intermittently. The reported phenomenon was confirmed. In addition, minor scratches were found on the screen panel. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a demo asset device inspection it was found that the power turned off after 15 minutes. Power has automatically turn off itself after power on on about 15 minutes. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to update section e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power issue was confirmed. However, the definitive root cause of the power issue could not be determined. Olympus will continue to monitor field performance for this device.